Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective patient line caps of 2 amia automated pd sets with cassette had disconnected from the patient line connector. During setup for peritoneal dialysis (pd) therapy, it was discovered that the protective caps had ¿fallen off¿ and were loose inside the packaging. There was no patient injury or medical intervention associated with this event. No additional information is available.